Event description:
Country of complaint: (B)(4). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: stock review: there are not units in OEM stock. Imported/ manufactured quantity: (B)(4) units were manufactured of this code/batch. Distributed quantity: all the units were commercialized at 8 national customers. Casework: there are 5 similar reports about this code/batch. Batch record review: reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Batch release results: the results obtain in relation with the needle detachment to release this batch fulfilled all requirements. Received samples: 3 unopened pouches and we have more samples of this batch number at quality control. Needle detachment test of samples indicates approximately 35% of the samples do not meet OEM requirements. Conclusions: the complaint is corresponding (justified) corrective action: OEM has opened a corrective action to prevent future occurence.